Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump returned a motor error alarm and no delivery alarms. Customer reported that the motor error alarm occurred during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 578 mg/dl at the time of the call. Customer treated with a manual injection. No further information was provided.